Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string came off and the tampon remained inside. Her husband was able to remove the tampon and she did not seek medical assistance. She is doing fine.